Event description:
A 3.0mm diameter x 30mm length ave micro stent ii was inserted into a very tortuous and diffusely diseased right coronary artery, after predilation with a 2.5mm diameter ptca balloon. Upon insertion of the ave micro stent ii, it was not possible to cross the target lesion. Therefore, the stent and delivery system were pulled back and the stent dislodged from the stent delivery system. The stent delivery balloon was reinserted into the stent and both were retracted to the femoral artery. The stent would not retract into the guide catheter or into the femoral sheath at the groin. Subsequently, a cutdown was performed and the stent was manually removed from the femoral artery. The physician followed the instructions for removal of an undeployed stent. There was no add'l clinical sequelae reported relative to the event.